Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2012. The size of the mesh was too small to match the patient's large cystocele and therefore, a mesh erosion occured. The patient underwent reoperation after a year. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.